Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a cracked y-fitting in the differential mixing module. The fse replaced the y-fitting to resolve the leak. Failure mode was related to cracked y-fitting in the differential mixing module. (B)(4).

Event description:
The customer stated that they noticed diluent leaking behind the ttm (triple transducer module) on their coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was unable to isolate source of the leak. The laboratory personnel cleaned the leak up with paper towels and was unsure how much of fluid was leaked. No error messages were generated by the instrument in connection with this incident. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. There was no biohazard exposure to mucous membranes or open wounds. Patient results were not affected in relation to this event.